Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl with trace ketones. A manual injection was administered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Reportedly, customer was not performing the proper air removal process. Tandem technical support educated customer regarding cartridge/insulin labeling. The air bubbles were successfully primed out to address the issue.